Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial (B)(6). The pump was returned assembled with the driveline (dl) cut 2.5¿ from the pump housing and the distal portion of the driveline was not returned. The inlet elbow was returned detached from the pump's inlet port with the flex section severed medially. The proximal end of the flex section and the inlet tube were also returned. The outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump's outlet port. Upon disassembly of (B)(6), a large, tissue-like deposition was found surrounding the outlet bearing ball, occluding 100% of the blood flow path. Its lack of laminated layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation suggests that it was present for an undetermined period of time while (B)(6) was supporting the patient. Additionally, a similar deposition was found in the inlet elbow. This deposition also did not show evidence of laminated layering, indicating it did not initially form in the inlet elbow. Although the origin of this deposition could not be determined, its adherence to the textured surface suggests that it was present for an undetermined period of time while (B)(6) was supporting the patient. A root cause for the development of these depositions could not conclusively be determined through this evaluation. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU is currently available. Section 1 of this document lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6-9 of this document provides details regarding the recommended anticoagulation therapy and inr range. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 27apr2009. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device has been returned and is pending evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a hmii to hm 3 pump exchange on (B)(6) 2019 due to suspected pump thrombosis. The explanted device would be returned for analysis.